Manufacturer narrative:
Concomitant product(s) : product ID: 97702, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4). The patient had two leads and it is unclear which had the issue. Refer to regulatory report 6000153-2015-00225 for information on the patient's other lead.

Event description:
The consumer via the manufacturer's representative reported the patient was not feeling any stimulation. The implantable neurostimulator (ins) was at 10.5 volts and the patient felt no stimulation. An impedance test was run and showed high impedances in the 0-7 lead. The patient's programming was only on the 0-7 lead which made sense why she was not feeling the stimulation. The patient was reprogramed with using the 8-15 for her left sided pain. She was getting good pain relief on her left side, but was missing the right sided pain relief. The patient was happy with the left sided coverage. The issue was not resolved at the time of the report. In 2 weeks, the patient was going to get an x-ray to look at the header block and get a plan from there. A pocket revision was planned but not scheduled. No further information was available. Relevant medical history included spinal pain. Later, the manufacturer's representative reported the case was scheduled for (B)(6) 2015 (please refer to manufacturer report #3004209178-2015-20453 for information on the patient's concomitant system). Additional information received from the manufacturer's representative (rep) reported a suspected lead fracture. A new battery and multi-lead trialing cable (mltc) were tested and nothing improved the impedances. The patient was getting two new magnetic resonance imaging (MRI) leads in a few weeks from this report, but it was not scheduled at the time of this report. The rep later reported the impedances were out of range in the old battery, new battery, and mltc for all electrodes on the lead 0-7. If additional information is received, a follow-up report will be sent. Please see manufacturer report #6000153-2015-00225 for information on the patient's concomitant system.